Event description:
It was reported that the caller noticed on the date of this report that the pump appeared to be twisted. The caller stated the patient was in and out of bed and only got out to use the bathroom. It was noted the patient had lost a lot of weight. The caller noted that the patient had been disoriented for some time and that the patient would get pain in their ankle and that was the reason they had trouble walking. It was noted these symptoms were not new for the patient; the new issue was that the pump appeared to have moved. The caller was referred to the patient's health care provider. The pump system was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).